Manufacturer narrative:
Additional information was received that the splitters were explanted. The infection has resolved and there were no signs of inflammation. The physician does not feel that the infection was device or procedure related. The explanted splitters were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient complained of back pain in the area where the splitter exits the skin 6 days after the trial. It was determined that the patient had a mild superficial infection. The patient was given medication, the wound was cleaned with disinfectant, and the wound was re-stitched.

Event description:
A report was received that the patient complained of back pain in the area where the splitter exits the skin 6 days after the trial. It was determined that the patient had a mild superficial infection. The patient was given medication, the wound was cleaned with disinfectant, and the wound was re-stitched.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3400-30 serial/lot: (B)(4). Description: splitter 2x8 kit-sterile.